Event description:
It was reported that the user experienced a low blood glucose event during sleep, with a documented glucose of 56 mg/dl that was identified by a family member and treated with oral glucose, resulting in recovery to 160 mg/dl. Symptoms included no perceived hypoglycemia symptoms due to the user being asleep. Outcomes included resolution of the hypoglycemia at home without medical intervention or hospitalization. Investigation included user troubleshooting and education regarding recognition and treatment of low glucose. Investigation of this case revealed no device malfunction reported, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.